Event description:
After removing my contact lenses, I experienced severe pain in my left eye and proceeded to flush my eye out with water. After few hours of continuous pain, I went to the emergency room for treatment of an abrasion of the cornea. I was instructed by the nurses of the e.r. That my ailment should cease after no more than 3 days, however, the pain continued. Symptoms were redness in my left eye, profuse tearing, discharges, irritation, and extreme sensitivity towards light. On the 5th day after my visit to the e.r., I rec'd a referral for an ophthalmologist who diagnosed me to have fusarium keratitis in my left eye. I immediately started treatment of vigamox -moxifloxacin hydrochloride ophthalmic solution- for a continuous period of 3 weeks after. I could not work, watch t.v., go outside for this time period. I now have a permanent scar in my left eye that is approximately 1-3 millimeters away from my pupil. The ophthalmologist successfully treated my eye, but warned me that I am very close to losing my vision in my left eye. The contraction of fusarium keratitis was unclear at the time, but I have been a user of bausch and lomb renu moisture loc contact lens drops for over a year.